Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4). This event will be reported on 0002648920-2018-00148.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had a primary left total hip arthroplasty to address osteoarthritis. The patient was then revised to address a build up of metallic debris, adverse local tissue reaction (altr), metallosis, elevated metal ions levels, pain and discomfort, a pseudotumor identified in MRI, and related particle disease/trunnionosis, intra-operatively, tissue necrosis and pseudotumor formation was identified, as well as corrosion at the head/neck junction. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.